Event description:
The customer's wife stated that the customer was treated by the paramedics for a low blood glucose reading of 16 mg/dl. The wife stated that the customer went to bed without checking his blood glucose levels. Troubleshooting was performed and the insulin pump was not priming correctly. The wife stated that insulin squirted out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.